Manufacturer narrative:
Additional information was provided in d.4., h.3., h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of inflammation, migration, and explant of the stent therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. Photo attached to the parent complaint was reviewed by the investigation site. Photo shows a stent in the eye, not seated correctly within the canal, which confirms the reported issue of stent migrated out of canal. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the products acceptable criteria, therefore the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the surgeon had a planned explant scheduled for microstent due to persistent inflammation. Additional information has been received and stated that suboptimal placement of the stent into the canal occurred during the initial surgery. Over time, the stent migrated further out of the canal, due to a combination of poor insertion during the initial surgery and subsequent migration. The patient had no symptoms and no vision changes. Low grade inflammation was observed almost 9 months after the stent was inserted. The removal of the stent and the placement of a new stent were performed.